Event description:
The following information was reported to gore: on (B)(6) 2024, the patient developed a type b aortic dissection. On (B)(6) 2024, the patient underwent endovascular treatment for a type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. An abdominal y-graft replacement was also performed. The ctag (tgm343420j) was deployed from a distal position to the left subclavian artery. The patient tolerated the procedure. On an unknown date, as a result of aortic remodeling, the true lumen around the ctag expanded, leading to distal migration of the proximal end of the device. Additionally, a type I endoleak into the false lumen was observed from a re-entry tear located proximal to the ctag. On (B)(6) 2025, a reintervention was performed. A right¿left axillary artery bypass was constructed, and the left subclavian artery was plug embolized. A second ctag (tgmr373715j) was deployed proximal to the previous ctag (tgm343420j). The patient tolerated the procedure. The physician¿s comment: ¿at the time of the initial surgery, the true lumen was already narrow, and proximal migration of the ctag was possibly due to remodeling. However, urgent y-graft replacement was prioritized due to the high risk of bilateral lower limb ischemia and potential necrosis. Debranching and extension of the ctag were planned in the event of migration. Although the re-entry tear appeared similar to p-sine (proximal stent-graft induced new entry) caused by the proximal edge of the ctag, it is a pre-existing dissection and not p-sine.¿

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.